Event description:
Boston scientific crm received information in (B)(6) 2009 that the patient implanted with this device passed away. The cause of death was unknown. At the time of death there were no product performance allegations reported. New information received indicated that the spouse of the patient had retained legal counsel. The patient's spouse alleged that the device may have been defective.

Manufacturer narrative:
The local representative and following device clinic had been contacted for additional information however no additional information was available. The device was not returned for analysis and may have been buried with the patient. Subsequently, boston scientific received a formal complaint in (B)(6) 2011 outlining the spouse's intention to have this matter litigated. As of (B)(6) 2011, the device has not been returned to boston scientific's post market quality assurance laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.